Event description:
The reporter contacted animas on (B)(6) 2012 alleging the down arrow keypad button has not been not working correctly for the past couple of days. The down arrow keypad button reportedly has delayed response when pressed and requires multiple presses to evoke a response. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the down key has intermittent response to button presses. Keypad is fully intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons.